Event description:
Customer reported receiving an altitude-related malfunction alarm code 21a, which caused her insulin pump to stop delivering insulin. This event led to a significant rise in her blood sugar levels, though it did not exceed 500 mg/dl. Customer, who is six months pregnant, expressed concern about the potential risks to her and her baby and requested a replacement pump. Customer technical support (cts) advised on preventive measures for altitude alarms, confirmed that she could resume insulin delivery using her original cartridge, and addressed her inquiries.